Manufacturer narrative:
(B)(4).this complaint for use error was confirmed because the home patient (hp) reported during trouble shooting of a check lines and bags alarm, that they switched the cassette three times but reused all the bags, which is a use error/poor aseptic technique. The cause was undetermined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Event description:
During troubleshooting of a check lines and bags alarm that appeared on the homechoice (hc) machine during use, while the patient was not connected in prime, the home patient (hp) stated that they changed 3 cassettes but not the bags. The technical service representative (tsr) advised the hp to restart with new bags and a new cassette and explained the aseptic set up procedure. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).the sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.